Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console displayed an error message indicating that the fiber was inactive after 300,000 joules and 25 minutes of fiber use. A second fiber was utilized to successfully complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis identified that the glass cap was detached and not returned.

Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event of inactive fiber error message is confirmed, as review of the fiber card identified that there was a message flag recorded. The observed flag message suggest that the laser was left alone for 30 minutes or a card error occurred; however, this can not be conclusively determined as the procedure data is unavailable. Please note that identified glass cap detachment/ separation and directional indicators misalignment with the output window was probably due to tissue adhesion on the surface of the metal cap. Tissue adhesion can lead to elevated temperature near the laser beam output window. Continuously elevated temperatures can lead to fiber tip damage. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap was detached/ separated and not returned. Also, the directional indicators were misaligned with the output window. In addition, the fiber card was read and a flag message was observed. The fiber was tested with hene (helium-neon) laser fixture and no additional breaks were noted along the length of the device. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The metal cap exhibited severe debris adhesion, indicative of prolonged tissue contact. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/ cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the cause of the as reported and confirmed event of inactive error message can not be established. The observed flag message suggest that the laser was left alone for 30 minutes or a card error occurred; however, this can not be conclusively determined as the procedure data is unavailable. The observed glass cap detachment and directional indicators misalignment with the output window is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separation and misalignment of the directional indicators with the output window. The interaction between the user and device, caused or contributed to the observed fiber tip damage. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.